Event description:
Customer stated that pump free flowed and the bag was empty after about 1.3 hours into the therapy. Patient was feeling loopy and received an immediate intervention with drugs to counter act the over administration of hydromorphone. Patient is recovered and no further information provided from the customer.

Manufacturer narrative:
Investigation is in progress. A follow up will be submitted when new information is received.